Manufacturer narrative:
Field service engineer troubleshoot reported table movement problem and confirmed that the table would only move in one direction. There were also significant other problems to the extent that the fse told the customer this table, mfg in 1993, was beyond reasonable repair and at end of life and the table should have no further pt use. Follow up call to customer by product monitoring; the customer confirmed they were not now using the table for pts.

Event description:
On (B)(6): staff reports that during a retrograde cystogram, the table movement failed. Staff moved the pt into another room and the procedure was completed without further incident. Staff did not provide the pt gender and age. No reported injury.